Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The ventricular sic count per day was very sporadically greater than 10.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, but it could not be reproduced, even with a stress test and making shoulder turns. It was noted that sensing integrity counter (sic) was high for the past three months, but there was no data with the lead impedance, sensing values, or pacing threshold that indicated lead failure. It was suspected that there may be a fracture. As the oversensing could not be reproduced, the patient will be carefully monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.